Manufacturer narrative:
The broken trs100sb2 is not expected to be returned for evaluation and review; however, photographic evidence was returned. Although the reported failure was confirmed a root cause cannot be determined since the device was not available for evaluation. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 22 complaints, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: warnings: only physician trained in the techniques of laparoscopic or minimally invasive surgery and the use of retrieval bags to remove tissue should use the product. Precautions: care should be taken when using sharp and electro-surgical devices. Note the size of the trocar cannula when removing a specimen through the trocar cannula and seal system. If required, enlarge the port site to aid removal of the anchor tissue retrieval system by conmed. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the trs100sb2, tissue retrieval system, device was being used during a laparoscopic cholecystectomy on (B)(6) 2019. It is reported that "the anchor specimen bag ripped at the seam when surgeon pulled the bag from the incision site". The photographic evidence that was forwarded shows a rip in the seam at the bottom most proximal end of the bag. The 10mm device is reported to have been inserted through a 12mm trocar. Per the IFU, trs000, the surgeon is instructed to increase the size of the access port should it be necessary and in this case the surgeon increased the incision size to get the gallbladder out which become stuck in the trocar. This caused a 2-minute delay in the procedure; however, there was no report of injury to the patient or user and the procedure was completed successfully. There was no need for an alternate device to be used. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.